Event description:
The medical surveillance specialist (mss) classified complaint based on the customer service representative's (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on june 12, 2009 alleging an "er2" issue with her onetouch ultra meter. She claimed 2.5 days after the error message began, she developed symptoms: sweating, ankle cramping, shaking, and heart palpitations. She administered self-treatment with food/drink. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed with customer service, the "er2" issue was resolved with training. There was no evidence that the product malfunctioned; however, this complaint is being reported because the patient allegedly developed a serious injury (hypoglycemic symptoms) 2.5 days after the error message began. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.